Event description:
Pt's 20 gauge IV catheter tubing "stat lock r" brand failed during IV contrast bolus. Catheter tubing split open, spraying pt's right side face and arm with contrast solution isovue. Removed with warm washcloth. No apparent injury, pain or discomforts.